Event description:
Customer called to report that the synchron lxi 725 clinical system generated a falsely low calcium (ca) result. The result was not reported outside the laboratory; therefore, patient treatment was not affected. The calcium result was a critical low value, and the remaining ion-selective electrode (ise) tests for this sample were all suppressed (no results were generated). The sample was rerun on an alternate instrument and those results were reported. Customer discarded the data, but stated that the calcium result was approximately 5 to 6 milligrams per deciliter (mg/dl), and the rerun result was in the normal range. Quality control (qc) data was not provided by customer. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer found that line #25 (ise reference reagent) had become disconnected from the flowcell. Customer was then instructed to trim the line and was able to successfully re-attach it. This resolved the issue and a service request was not generated. The cts then verified instrument performance with customer to ensure that the troubleshooting performed effectively resolved the instrument issue. Customer wore appropriate personal protective equipment (ppe) and was not exposed to any of the leaked reagent.

Manufacturer narrative:
(B)(4).